Event description:
It was reported that during an arteriovenous fistulogram procedure, a balloon burst occurred. A 4.0mm x 4.0mm mustang balloon catheter was advanced to dilate the lesion. Upon inflation at 20 atmospheres, the balloon burst.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).